Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen was not coming up on the insulin pump. The customer¿s blood glucose level was 160 mg/dl. The customer stated that the insulin pump fell from her and landed in water and now the screen was not coming up on the insulin pump. The customer reported that the display was white. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Missing segments or partial display and blank display not confirmed during testing. Device passed the self test and the displacement test. (B)(4).